Manufacturer narrative:
Patient information is unknown at this time. A follow-up will be submitted once information has been obtained. This is one of two related MDR's. Please refer to MDR 9610905-2017-00055. (B)(4). Reference exemption number e2017029.

Event description:
After the doctor reviewed the patient's scan it was determined 3 of the 4 sternal plates implanted have fractured. The doctor will perform another scan in a month and at that time will decide whether the broken plates will be removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.